Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 32mx3.00mm promus premier¿ stent was advanced to the lesion. During an attempt to expand the stent, the stent delivery system (sds) balloon ruptured on the first inflation. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.